Event description:
It was reported that catheter entrapment and guidewire fracture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 330cm rotawire floppy guidewire and an opticross hd vascular imaging catheter were selected for use. During the procedure, the physician placed the wire down the lad and advanced the hd ivus catheter over the wire. After the ivus run was completed, he then attempted to remove the hd ivus catheter but the catheter was tethered to the wire and the devices were removed together. Upon removal, the ivus catheter appeared damaged at the tip but intact. The rotawire floppy was completely separated and was severely coiled at the point of fracture. The rest of the wire was removed in the guide catheter. The end of the wire and the other fractured piece appeared intact. The procedure was completed successfully with an extra support rotawire and the ivus catheter was not used afterward. No patient complications were reported.